Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said the machine is not suctioning. Lms rep performed troubleshooting and pw failed. Fa to send biobox. It is unclear if the lot number was requested. No medical intervention or patient impact reported.